Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported an adverse event that occurred after a lung ablation with the emprint ablation system. The airway adjacent was not draining properly. It was plugged with mucus. The tumor was wider than it was in length and the doctor thought the patient would be a good candidate for ablation. The doctor placed the antenna and performed an ablation at 100w for 10 min. He felt the immediate post scan did not show the margin he wanted to cover so he pulled the antenna back 1.5cm and performed an additional ablation, set for 100w 10 min. He stopped the ablation at 6 min as the patient was experiencing pain. The patient had a pneumothorax post ablation (medially and laterally), so the doctor placed a heimlich valve and sent the patient home. The patient returned because he could not breathe. His oxygen saturation was in the 80s. He was admitted to the ricu, as he required high o2 to keep his saturation greater than 89%. Patient also experienced a fever and although nothing grew on cultures, he was treated empirically for pneumonia. He acutely became hypoxic and hypertensive and was intubated. Antibiotic therapy was changed to a more broad spectrum antibiotic and the patient improved. The doctor believes this reaction/potential infection was due to severe mucus plugging. The patient spent approximately 2 weeks in the ricu. The patient is now home and uses o2 intermittently. See page 3 for more information. The doctor stated the resultant ablation zone from both applications grew larger than expected and because this patient was compromised (mucus plugging) he experienced many post insult challenges.